Manufacturer narrative:
One cadd® cadd-prizm® vip system was returned for analysis. The customer's reported problem was "e10037 alarm". A visual inspection found the pump to be in good physical condition. Evidence of reported problem in event log revealed 10037 alarm messages. The pump was found to be displaying "10037" error code on power up when a battery was inserted. Visually inspected the pump and found it had a loose screw spacer and loose back labels. Removed the screw spacer and solved the issue. What caused the reported problem was determined to be a screw spacer jammed between the camshaft. Who caused the reported problem was determined to be user induced.

Event description:
It was reported that a cadd® cadd-prizm® vip system had e10037 alarm. There is no report of any patient involvement.